Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a remote manager lock had consistently experienced malfunctions, preventing the refrigerator from opening. A field service engineer verified the order for a new latch to replace the damaged one. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, had remote manager malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.